Event description:
(B)(6) / purchased this product in a physical walmart for use after receiving a co2 laser treatment for cosmetic improvement of a surgical scar around umbilicus. Applied the bandage over site, after 2 hours noted something didn¿t feel right around the bandage and it was itching and burning. Removed the bandage to find a severely red irritated area in the shape of the adhesive section of the bandage. I have no history of allergies or reactions to adhesive, latex, nor any other known allergies. 4 days later the area is still raised, red, raw, extremely painful with burning and itching and worse than the actual wound that was being covered. The area has required ongoing topical treatment and bandaging for the site reaction. I have photos to show severity upon request. After event I checked the walmart reviews and saw many other 1 star reviews noting similar severe reactions. This has required ongoing additional monitoring by my physician. / upc: 681131006835 (wal-mart stores, inc. Equate flexible antibacterial fabric bandages, 3" x 4", 10 CT).